Event description:
Procedure type: pelviscopy/laparoscopy for ectopic pregnancy. According to the reporter: tried 11mm port entry (umbilicus) with difficulty, then tried 12mm port with successful entry. Scrub tech then noticed tip of the 12mm obturator missing and could not find tip, then x-rayed, also used versaport bladeless 5mm without problem. X-ray did not find - lower and upper abdomen. No report of unanticipated blood/tissue loss. Or time was delayed more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
There was a separate instrument used in this same procedure, which also was a malfunction. Report number: 1219930-2009-00785.